Manufacturer narrative:
(B)(4). Date sent: 09/26/2025. D4: batch #807c65. Updated data: h4. Corrected data: d4 (expiration date, UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60t reload present. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, during the functional test the device articulates when the firing trigger is actuated. In order to verify the condition of the internal components, a x-ray test was performed and the shifter plate was noted broken around the pin hole. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number 807c65, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/16/2025. D4: batch #unk. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #c9dt55, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted distal pancreatectomy, unintentional articulation occurred where the tip bent on its own after grasping, even though the surgeon had not pressed any buttons before firing. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.